Manufacturer narrative:
The reported complaint of the "autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message, and the user was unable to clear the error was confirmed during functional testing and archive review. The root cause of the ua45 advisory message was that the driveshaft was not in the "home" position, most likely attributed to unintended user error. The customer's reported secondary complaint that the platform displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during the functional testing and the archive data review. The root cause of the reported ua12 was that the switch lever was not parallel to the switch case. The archive data showed ua45 and ua12 error messages around the customer's reported date, thus confirming the reported complaint. Initial functional testing failed because the autopulse platform displayed an error message upon powering up, confirming the reported complaint. The root cause was that the driveshaft was not in the "home" position. To remedy the ua45 error, the driveshaft was rotated to the "home" position. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position) and then restart. The lifeband clip detect switch inspection procedure was performed using a standard belt clip tool and confirmed that the switch lever was not parallel to the switch case due to loose screws. The switch lever was adjusted to be parallel to the switch case, and the two screws holding the lifeband clip detect switch were torqued to specification to address the ua12 message. Following the service, the autopulse platform passed the run-in test without any faults or errors. The autopulse platform passed the final test without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
As reported, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) and then user advisory (ua) 12 (lifeband not present) error messages. The customer was unable to clear the user advisory. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.